Manufacturer narrative:
(B)(4). The customer, a biomedical engineer evaluated the device but was unable to duplicate the reported issue. It was observed that battery 1 was displaying low on the monitor. The biomed will replace the batteries and battery pins in the device and perform preventative maintenance on the device. Thereafter, the device will be returned to use. The device was not returned to physio-control for evaluation. The cause of the reported issue could not be determined. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device powered off and on by itself during a patient event. This issue is patient related; however the customer advised that there was no adverse patient outcome. Physio-control has made multiple attempts to contact the customer for further information on the event and patient, but has been unsuccessful.